Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of an unspecified saf-t catheter there was an issue with leakage. It was stated ¿the nurse started syringe driver at around 12pm and had to return later to drop off a prescription. Nurse ended up giving a stat dose of analgesia via the saf-t device the syringe driver was connected to. They immediately noticed the injection leaked out of the saf-t and did not reach the patient. A family member then checked the sheets and noticed a damp patch under the saf t. It appeared the content of the syringe driver had also been leaking and had not been delivered into the patient. Nurse then gave a small flush of water for injection to determine where the leak was and it was at the junction of the yellow delivery port and the clear tubing of the saf t. The syringe driver contained hyoscine, midazolam and oxycodone.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this occurrence. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: without sample or photo defective we cannot confirm the reported defect to manufacturing process.